Manufacturer narrative:
Device used in a veterinary case - no patient information will be reported. This report is for an unknown plate: tibial plateau leveling osteotomy (tplo)/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: (B)(6) reported that a patient implanted with an unknown tibial plateau leveling osteotomy plate (tplo) on unknown date experienced a post-operative break of the plate. Reportedly, this is the second broken plate implanted in the same patient. As such the patient has undergone a third surgery. All available information has been reported. Concomitant devices reported: unknown self tapping screws (part # unknown, lot # unknown, quantity unknown). This report is for an unknown plate: tibial plateau leveling osteotomy (tplo). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is a single use device but was not reprocessed or reused. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for a veterinary case. There was no human patient involvement. Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a canine patient had suffered a second post-operative break of the dynamic compression plate (dcp) and underwent a third revision procedure on (B)(6) 2018. After the third surgery, the canine was fitted with a leg splint to prevent putting too much torque on the tibial fracture. Patient is reported to be doing very well. It has not been confirmed but it is believed that the third plate used was also a 2.0mm dynamic compression plate. Concomitant devices reported: 2.0mm cortex screw 10mm (part vs201.010, lot number unknown, quantity 5), 2.0mm cortex screw 12mm (part vs201.012, lot number unknown, quantity 2).

Manufacturer narrative:
Device used in a veterinary case - no patient information will be reported. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device history records review was completed for part# 243.570, lot# l621360. Manufacturing location: (B)(4), release to warehouse date: oct 27, 2017. No non- conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product development investigation was completed. The returned 7-hole plate was received with a break through one side of the middle hole. The plate is now bent in-plane with a small fragment missing. Whether the plate bent in situ after the plate broke or during removal or during subsequent handling cannot be determined because no x-rays were provided showing the plate in situ. This complaint is confirmed. Whether this complaint can be replicated at customer quality (cq) via functional test is not applicable for this complaint condition. No new malfunctions were identified as a result of the investigation. Tabulated product drawing for the family of 2.0mm dcp plates was reviewed during this investigation. No product design issues or discrepancies were observed. The thickness of the returned plate near location of breakage measured 1.50mm at cq (calipers ca592) which is within specification of 1.5mm +0.05 / -0.1. The width of the returned plate near location of breakage measured 4.99mm at cq (calipers ca592) which is within specification of 5.0mm +/-0.1. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The material was determined to be conforming at the time of manufacture based on review of the DHR. A known inherent risk of any canine procedure including tplo is canine non-compliance, which most likely contributed to this complaint for post-operative breakage of the plate. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.